Event description:
The customer reported that the system technique ramps to maximum and blacks out the image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep found a drop in power with the outlet in use and changed to a second outlet that remedied the problem. The system was tested and found to be working as intended and put back in service.